Manufacturer narrative:
The investigation has been completed and applicable post-code added to the complaint file. The file remains reportable. Results to be submitted in the initial report.

Event description:
It was reported that the pump showed error code 45639 and displayed a pink screen with arrows on the left-hand side along with additional numerical indicators. Error code 45639 was preliminarily identified as 'motor sends high on, power off. The event occurred during testing.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: the customer reported error code 45639. The pump displayed a pink screen with arrows on the left-hand side along with additional numerical indicators. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.